Manufacturer narrative:
Operator of device is unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication stopped pumping because the tubing was obstructed at the flow-stop. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 07 june 2022 via email and attached to complaint object: serial number provided for pump, and added to the complaint. - the provided serial number can not be found in the smiths medical device database so the manufacturing date can not be found and can not be updated in this MDR.